Event description:
It was reported a patient underwent a urology procedure on (B)(6) 2021 and topical skin adhesive was used. During the procedure, when the ampoule was cracked the glass broke through and punctured the surgeons finger. Procedure was completed successfully. Unknown if a second device was opened. There were no adverse consequences for the patient. One device will be returned. Additional information has been requested.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. (B)(4). Additional information has been requested however not received. Attempts to obtain the device however not received. If further details are received at a later date a supplemental medwatch will be sent. ¿ what was done to treat the shard penetration? ¿ was medical or surgical intervention required? ¿ was there any special diagnostic test performed? ¿ what is the status of the surgeon injury today? ¿ was it difficult to break the ampoule (was extra force needed to break the ampoule)? ¿ was the ampoule crushed repeatedly? ¿ is the product involved in the event or a representative sample (product from the same lot number) available for evaluation? If so, what is the device return status if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). H3 evaluation: product sample received. The analysis results found that the dnx12 device was returned. Upon visual inspection, it was observed a crushed ampoule and dried formulation inside the bulb. The filter is purple in color due to contact with the formulation. The sample reveals a piercing through which a glass shard protruded in the applicator bulb. Also, a piercing in the butyrate tube is observed. These piercings coincided in position. Visual inspection shows that all the components of the applicator are present and appropriately assembled. A manufacturing record evaluation was performed for the finished device batch and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.